Manufacturer narrative:
The hospital's physician reset the control panel and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported during pre-use checkout it was discovered the unit alarmed and failed to mechanically ventilate. There was no report of patient involvement.